Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and severely scratched display window noted during testing.

Event description:
The customer's mother reported via phone call that the screen was scratched. The customer's mother also reported they had difficulty reading the screen. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.